Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported having high blood glucose for the past three days. Troubleshooting was performed. The customer was not able to read the screen due to her eye surgery. After a couple hours, the customer's husband called to complete the testing on the device. Ran a fixed prime test and passed. The husband stated that her blood glucose was dropping from 470 mg/dl and it is responding to last bolus taken. A day later, the customer called back to perform the high pressure and the test failed. No further info was provided.